Event description:
Information received indicates the head of the bed slowly lowered on its own.

Manufacturer narrative:
The technician found the CPR engagement on the head drive screw would not re-engage and the CPR was engaged slightly enough that the head would not stay up. The technician replaced the head drive assembly to repair the bed.